Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all settings on the zebra printer were configured under both default and preference options. The fujitsu thermal printer was set to default, the station was rebooted, and the fujitsu printer was set as default using bomgar tools. A technical support specialist reset the zebra printer settings and tested the operation. The print screen now goes to the fujitsu printer, and labels go to the zebra printer, using the 411.zebra programming language driver to resolve the issue. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es label printer was printing lightly, and the labels that did print would not scan. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.